Event description:
This report summarizes 9 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. - 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 9 events were reported for this quarter. Product return status 8 devices were received. 1 device was not available for evaluation. Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.